Event description:
A clinical manager called to report that her clinic had 4 custom combi set blood leaks. They had 1 leak a day for 4 consecutive days (tuesday through friday). The leaks occurred immediately after the pts were hooked up to the machines (after priming). The manager stated that the ebl was 200ml. The md is aware of the incidents and no harm was done to the pts; pts had no known ill effects. Samples were discarded.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the lot number was not able to be obtained to date. An investigation on the lots delivered to the customer for the product listed above within the time frame of one month before the date of occurrence. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. This medwatch report is associated with MDR #'s: 8030665-2013-00257, 8030665-2013-00258, 8030665-2013-00260.